Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer changed the reservoir and infusion set that morning. Blood glucose level at the time of the incident was over 600 mg/dl and treated with insulin pump and manual injections. Blood glucose went down to 324 mg/dl. During troubleshooting the cannula was found bent. Customer declined further troubleshooting. No product will be returned for analysis.